Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported stimulation was still in an undesired location; the manufacturer representatives had not been able to program stimulation to go to the correct area in (B)(6) 2015. The patient was to follow-up with a health care provider. The ins battery had also been depleted since (B)(6) 2015.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4)

Event description:
Information received from a consumer reported that the patient had a loss of therapy and no stimulation. There was a return of symptoms; the patient had no pain control in the legs and back. The patient fell in (B)(6) 2015. It was thought that the patient fell on his side and that it wasn't the same side where the implant was located. It was noted that the patient saw a manufacturer representative at the doctor's office; however, they were not able to program the stimulation to cover the area. The patient only felt it in the waist area. It was noted that the patient had a health care provider appointment and x-rays done on (B)(6) 2015. The patient was looking for a different doctor to either fix the problem or remove the device. The patient also reported that stimulation had not been working properly since implant. It really hadn't helped the pain and it was unable to be programmed to a level that would help the patient's pain. The loss of therapy and no stimulation occurred during use and began in (B)(6) 2015. No further outcome was reported. Follow-up was being conducted to obtain this information; if additional information is received a follow-up report will be sent. The patient's indication for use was noted to be non-malignant pain and radiculopathy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they were going to meet with a doctor on (B)(6) 2015. X-rays were going to be taken to check the leads in the back to see what was causing the issues. It was noted that the patient's health had gotten a little worse since the device was implanted and worse since the problems. Because of his health getting worse, the patient was not able to charge it like he used to have to. They were looking to having it removed. It was later reported that they did go see the doctor. The healthcare provider (hcp) office reported that a thoracic spine image was done and the leads were at the correct spot. The patient was going to the current implantable neurostimulator (ins) removed to be replaced with a new one. No date had been set yet. The notes reported that the current battery had failed. It was noted that no diagnostics were performed on the ins to come to a "failed" conclusion. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.